Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section. Impedance testing revealed no electrical issues with the device.

Event description:
Reportable based on device analysis completed on 1feb2024. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, the image became dark. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached.